Manufacturer narrative:
PMA/510(k) # k162717. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution all evo devices are subjected to visual inspection and functional checks to ensure device integrity. As per the instructions for use, potential complications section ¿ ¿those associated with upper gi endoscopy include, but are not limited to: perforation haemorrhage, aspiration, reflux, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As per the e-mail received by rep: it reads.. "I am writing on behalf of a surgical team managing the care of patient with a leak post a gastric sleeve procedure in (B)(6) 2016. The patient has recently been fitted with a cook evolution® esophageal controlled-release stent - partially covered. The stent was poorly tolerated by the patient and he experienced severe gastric reflux with this device insitu so it was removed.'